Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), embedded device ('the proximal portion which contain the essure device was then carefully dissected through the myometrium to the endometrial cavity'), device expulsion ('the proximal portion which contain the essure device was then carefully dissected through the myometrium to the endometrial cavity') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included tooth extraction and normal pregnancy. Concurrent conditions included obesity since (B)(6) 2012, insomnia since (B)(6) 2012, sleeping sickness, spotting vaginal, vaginal discharge, vaginal odour, vaginal itching, bacterial vaginosis, dysfunctional uterine bleeding, menometrorrhagia, heartburn, ovarian cyst ruptured, constipation, stress, abdominal bloating, hives, rash and eating disorder, unspecified. Concomitant products included etonogestrel (implanon), hydrocodone since 2013, ibuprofen since 2013 and medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 10 months after insertion and 1 day after removal of essure. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual, intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced nausea ("nausea") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("hormonal changes describe: hair growth"), menstrual disorder ("abnormal period"), dermatitis contact ("allergic or hypersensitivity reaction type: to the tape or glue used for incision"), anxiety ("psychological or psychiatric problems condition: general anxiety"), rash ("rashes or skin conditions type: from the incisions w/surgery"), infertility female ("no longer able to conceive"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation and robotic laparoscopy resection of prior essure devices, bilateral tubal reimplantation.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, migraine and abdominal pain had not resolved and the embedded device, device expulsion, genital haemorrhage, hair growth abnormal, menstrual disorder, vaginal haemorrhage, dermatitis contact, anxiety, rash, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, gastrooesophageal reflux disease, ovarian cyst, infertility female, alopecia and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dermatitis contact, device expulsion, dysmenorrhoea, dyspareunia, embedded device, gastrooesophageal reflux disease, genital haemorrhage, hair growth abnormal, headache, infertility female, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2016. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- bleeding, weight gain, cramps, nausea, abdominal pain, pain with intercourse, severer headache, depression, esophageal reflux. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received- the event "injury" was updated to pain/pelvic pain, abnormal bleeding (menorrhagia), hormonal changes describe: hair growth , abnormal period, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: to the tape or glue used for incision, psychological or psychiatric problems condition: general anxiety, rashes or skin conditions type: from the incisions w/surgery, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual, intercourse), weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: acid reflux, ovarian cyst, no longer able to conceive, hair loss, psychological or psychiatric problems condition: depression, abdominal pain,heavy bleeding, the proximal portion which contain the essure device was then carefully dissected through the myometrium to the endometrial cavity, plaintiff did not underwent for essure confirmation test", medical history and concomitant drugs,reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.